Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was evaluated on an in-house system, passing recognition and engagement tests. It demonstrated intuitive movement with full range of motion in all directions and multiple grip orientations. Additionally, the instrument was found to have signs of corrosion on the instrument bearing. Pitch and joggle input disk bearings exhibited orange discoloration.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument would not follow commands properly with no other information given, and the customer was unaware if any troubleshooting was done like re-attaching the drape sterile adaptor. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/instrument.